Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192, serial/lot #: (B)(6) rev. K. Product ID: bi71000442r. H3 - a manufacturer representative went to the site to service the system. Testing found there was an issue with the tractor drive, and the tractor drive was replaced. However, the issue was still present. Replaced the gantry motion controller, however the issue was still present. Determined the issue was that the rotor limit optical switch was being tripped. Fixed the issue and the event was resolved. Codes b01, c02, c07, d02 apply. Evaluation of the returned rotor tractor found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the rotor would stop during a spin, but the pendant still showed that the rotor was still rotating. There was no patient involvement.

Manufacturer narrative:
H3: evaluation of the returned gantry motion control found no fault with the component. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.